Event description:
The following information was reported by the sales representative: the sealant jammed inside the shuttle on 2 devices. All they know is that when they pulled the procedural sheath back, they saw the sealant still stuck in the shuttle tube. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: diagnostic peripheral vessel size: 6 mm stick location: medium sheath size: 6f

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4).